Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "During use of clip appliers, either they are crossed or not closed enough and do not hold effectively." Patient status unknown.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the event unit, it is difficult to determine the exact root cause of the customer's experience. All clip appliers undergo a complete visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for proper clip feeding prior to packaging. Although the exact root cause could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.